Manufacturer narrative:
Patient information not available at the time of this report. Medtronic representative reported that the following case finished successfully. Walked him through checking amount of free hard drive space and looked for error log files. There was 98% free space on the system and there were no error log files. He was able to test the system and everything worked properly, no further issues.

Event description:
A site representative reported that after he selected the patient in the ent software, he was unable to click on the equipment set-up task. A medtronic representative walked the site rep through troubleshooting and the site rep was able to successfully exit the software; re-open the application and proceed to the registration task. The surgeon completed the surgery with the use of the fusion navigation system. There was no impact on the patient outcome.